Manufacturer narrative:
(B)(4). Batch # n55h0c. The analysis results found that the ats45 device was received with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colon resection procedure, the surgeon fired the device and white reload across the patient's colon and only the first half of the staple line formed. The second half of the staple line was malformed. A second resection was performed with a new gun and reload. There were no adverse consequences for the patient.